Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse: cleaned the sample probe; performed calibration on the sample probe; determined that there was an accumulation of dry sample clots in the sample entry of the ring and ring cover and cleaned these areas; performed an empty and fill run for the ring; lubricated the sample probe mechanism and ran quality controls, calibration and cv checks, which recovered acceptably. The customer reported that the actions performed during the service visit resolved the issue. Siemens further investigated the issue and determined that reagent pipetting issues or sample dispensing issues potentially contributed to the discordant, falsely low alpha-fetoprotein [afp] result obtained on the patient sample. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2432235-2019-00110, 2432235-2019-00111, and 2432235-2019-00113 were filed for the same issue.

Event description:
A discordant, falsely low alpha-fetoprotein [afp] result was obtained on a patient sample on an advia centaur xp instrument. When the sample was initially processed on the instrument, a correct afp result was obtained on the sample. After the customer obtained the discordant result, the sample was repeated on the same instrument and a higher afp result was obtained on the sample. The afp result of 14.85 ng/ml was reported, as the correct result, to the physician(s). The customer indicated that the sample was repeated on alternate advia centaur instrument to confirm the correct results, but did not provide the result obtained on the alternate instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low afp result.